Manufacturer narrative:
The complete lead was returned to boston scientific crm's post-market quality assurance laboratory for analysis. Visual inspection noted the helix was retracted, dried blood was observed in the base around the helix, and there was tissue wrapped around the helix. Setscrew marks were noted on the is-1 terminal pin and terminal ring. There was not an obvious setscrew mark on the df-1 terminal pin. The proximal end of the spring electrode had been separated from the medical adhesive (ma) bonding; ma was visually noted. The lead passed all electrical and mechanical tests, including stylet insertion, electrical continuity (with manipulation of the lead), insulation integrity between the lead channels, air pressure integrity of the lead lumen, and the helix mechanism. The field observation of varying impedances could not be confirmed through analysis and testing of the lead. Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific crm received information that this recently-implanted right ventricular (rv) lead was replaced due to intermittent loss of capture and varying high impedance measurements. A boston scientific crm field representative reported lead/device connections were okay, and the loss of capture occurred both through the device and when the lead was connected to a pacing system analyzer. The issue was resolved after the lead was explanted and replaced with another guidant rv lead. There were no adverse patient effects reported.